Event description:
Same case as: 2134265-2012-00844. It was reported that during preparation for a rotational atherectomy treatment procedure, a wire fracture occurred. During testing of the rotational speed of a 1.50mm rotablator rotalink burr and a 325cm rotawire guide wire, the guide wire fractured and the burr became stuck with the guide wire. There was no patient contact. The procedure was completed with another of the same device. No complications were reported and the patient's status is good.

Event description:
It was reported that during preparation for a rotational atherectomy treatment procedure, a wire fracture occurred. During testing of the rotational speed of a 1.50mm rotablator rotalink burr and a 325cm rotawire guide wire, the guide wire fractured and the burr became stuck with the guide wire. There was no patient contact. The procedure was completed with another of the same device. No complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the catheter sheath of the rotabalator plus unit returned, was torn/split approximately 87cm from the strain relief. A connect/disconnect test was carried out as per procedure and no issues were noted with the unit handshake connectors. The burr was microscopically examined and no issues were noted with the annulus of the burr. There were no scratches that exposed brass on the plated back half of the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).